Event description:
It was reported that a secondary infusion of iron sucrose (1.8mg/ml in 275ml) was programmed manually with guardrails to infuse at 78.5 ml/hr over 3 hours. It was confirmed the secondary bag was hanging higher than the primary bag of normal saline 0.9%. However, when the clinician went back to check the patient one hour later the pump stated 87.479 ml of iron was infused but the secondary bag was empty and the primary was starting to run. No iron sucrose was noted to be in the primary bag. There was no harm to the patient.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a secondary infusion of iron sucrose (1.8mg/ml in 275ml) was programmed manually with guardrails to infuse at 78.5 ml/hr over 3 hours. It was confirmed the secondary bag was hanging higher than the primary bag of normal saline 0.9%. However, when the clinician went back to check the patient one hour later the pump stated 87.479 ml of iron was infused but the secondary bag was empty and the primary was starting to run. No iron sucrose was noted to be in the primary bag. There was no harm to the patient.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.